Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was 24.4mmol/l. The customer stated the air bubbles is in the reservoir that keeps occurring leading to high blood glucose. The customer stated that insulin pump doesn't rewind when reservoir is in place. The customer stated that the air bubbles occurred with the last few reservoirs. The customer agreed that we will send out replacement box of reservoir. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 24.4mmol/l.